Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed as no picture would display due to a faulty cable unit. Additionally, the rear cover labels were fading and the packing was peeling. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the 4k autoclavable camera head would not present an image during an unspecified procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ while a definitive root cause for this event could not be established, based on the results of the investigation it is believed that a cable malfunction caused the reported issue. If the video communication could not be communicated to the server, the resulting failure would occur. It is possible that the damage to the cable was caused by user handling. Olympus will continue to monitor the field performance of this device.